Event description:
Reporter alleged obtaining a discrepant blood glucose value of 501 mg/dl on his advantage system compared to a measurement of 179 mg/dl performed at the hospital. Reporter stated prior to the comparison, he obtained a result of 578 mg/dl and was experiencing hyperglycemic symptoms. No actions or treatment resulted. A request was made for the return of the suspect product and replacement product was sent.